Manufacturer narrative:
Additional information: x-ray review: x-ray review: pre-op and post op films provided for t10-sacrum fixation with pedicle subtraction osteotomy l2. In pre-op films multiple set screws are out of screw head with resultant movement of rod. Post op films show replacement of rod in screw levels. Possible causes include improper bend on rod initially and large pre-load to screw heads versus non union and construct failuare. Fusion status is unknown.root cause surgical technique.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As an additional info, it was reported that the patient underwent revision surgery for removal and replacement of hardware. During revision surgery, exploration of fusion, repair of pseudoarthrosis, implantation of bmp allograft and iliac crest grafting were done.

Manufacturer narrative:
(B)(4).

Event description:
Products have been explanted.

Manufacturer narrative:
(B)(4). An x-ray is provided but its interpretation is not available at this time.a supplemental report would be sent when results are available.

Event description:
It was reported that a patient underwent t10-s1 fusion with pso at l3 with preoperative diagnosis of kyphosis. It was reported that on an unknown date, post op, the implants popped off. The broken implants remained in the patient. No patient complications were reported.